Manufacturer narrative:
The unit and battery were removed from the facility and is currently being analyzed by the manufacturer.

Event description:
The customer reported the passport 2 monitor's battery overheated causing smoke and triggered fire alarms. The unit was not in use on a patient during the time the event occurred. No injury was reported.